Event description:
The patient claimed that the down buttons required several presses to activate the desired pump functions. The keypad is reportedly intact. There was no adverse event associated with this complaint. The pump was replaced.

Manufacturer narrative:
The pump was returned to animas for evaluation and evaluated. All keypad buttons are responding intermittently. Removed the keypad and found adhesive under the contacts.